Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. As the device was not returned, an analysis investigation could not be performed. Additional information was requested, and the following was obtained: to confirm "the stapler did not staple completely": did the device begin to deploy staples and cut, but could not be completed (partially fired)? The shot was completed, but it did not staple all the tissue. What was the appearance of the staples deployed (form b, malformed, goal post / straight legs)? Open staples and malformed b. Were missing staples in the line of staples (line of staples interrupted)? If some staples were missing.

Event description:
It was reported that during a gastrectomy, during the second shot the stapler did not staple completely, causing tearing of the tissue in the pylorus gastrium area, causing bleeding in the affected area. A section of the pylorus is produced forming a retro duodenal window in its first portion, vascular control of the left gastric is performed with ligaclips. Immediate solution: fix the hole of the stapling with pds 2/0 suture, pass another stapler and let drain blake peri-anastomosis and tip to the duodenal stump. There was a 15-minute delay in the surgery. The clock section is produced by forming a retro duodenal window in its first part, the gastric vascular control is performed with ligaments and pds suture. It is required to leave a blake drainage in the desert area and where the anatomy should be performed. The procedure was successfully completed. There were no patient consequences.